Event description:
The customer reported that when using an evis exera iii colonovideoscope, there was a blocked working channel found at reprocessing during the therapeutic intended procedure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there was foreign material found in the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated. During inspection and testing, there was foreign material found in the device. The customer¿s allegation was confirmed. The instrument channel was blocked. In addition, additional evaluation findings are as follows: there was a biopsy leak, an insertion tube insulation malfunction, the angulation was out of standards, the control knob had excessive play, the distal end plastic cover had deep scratches and dents, the objective lens had scratches, the light guide lens had chips and scratches, the bending section cover had cracks and peels, the bending section was stiff, the insertion tube had snakiness, and the light guide tube had a buckle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical damage of the device even though the user conducted reprocessing properly. Water leakage from the biopsy channel was also confirmed. A further cause of the physical damage and leakage could not be presumed from the information obtained for this investigation. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.